Event description:
Post-operative fever occurred in seventeen patients involving cruciate ligament reconstruction procedures in which the biorci interference screws were implanted. Exact number of screws involved is unknown. Based on the report information, the patients left the hospital three days after surgery and the fevers occurred generally once the patients were at home. The fevers ranged between 37-39 degrees centigrade with no sign of infection. No patient injury or surgical intervention was reported.